Event description:
The customer reported a display malfunction. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips fse and the issue was verified. The display was found to be defective. Replacing the display resolved the reported issue. The device passed testing and was returned to the customer. The device remains at the customer site. This was a display malfunction.